Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that around 20:00, the implanted neurostimulator (ins) in the body seemed to overheat. Around 15:00, the patient hit the corner of the desk with the site where the ins was implanted. The ins was turned off, but it did not change. The issue has not resolved. Additional information was received. The patient had a medical consultation of at the hospital on dec/6. There was no abnormality, and it was a common opinion with the doctor. CT imaging was performed, and no damage or other abnormalities observed. The issue has resolved.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.